Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing. In-clinic isometrics were performed and there was noise in secondary and alternate vectors during movement in the chair. A chest x-ray was performed and the physician suspects an electrode fracture. Clear visible artifacts during manipulation was observed and there was nothing visible during manipulation on primary vector. Technical services (ts) assessment of the device data was requested. The patient was admitted to the hospital and therapy was programmed off. The electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing. In-clinic isometrics were performed and there was noise in secondary and alternate vectors during movement in the chair. A chest x-ray was performed and the physician suspected an electrode fracture. Clear visible artifacts during manipulation were observed and there was nothing visible during manipulation on primary vector. Technical services (ts) assessment of the device data was requested. The patient was admitted to the hospital and therapy was programmed off. Ts reviewed the device data and it was discussed that the captured subcutaneous electrocardiogram (s-ECG) shows symptoms of potential mechanical issue impacting the electrode integrity. Having the documented symptoms in secondary and alternate vectors it may indicate a possible electrode fracture. In addition, due to the device battery performance, complete system replacement is recommended. The s-ICD system was then explanted and replaced with competitor products. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing. In-clinic isometrics were performed and there was noise in secondary and alternate vectors during movement in the chair. A chest x-ray was performed and the physician suspected an electrode fracture. Clear visible artifacts during manipulation were observed and there was nothing visible during manipulation on primary vector. Technical services (ts) assessment of the device data was requested. The patient was admitted to the hospital and therapy was programmed off. Ts reviewed the device data and it was discussed that the captured subcutaneous electrocardiogram (s-ECG) shows symptoms of potential mechanical issue impacting the electrode integrity. Having the documented symptoms in secondary and alternate vectors it may indicate a possible electrode fracture. In addition, due to the device battery performance, complete system replacement is recommended. The s-ICD system was then explanted and replaced with competitor products. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a sharp curve in the electrode body in the region approximately 179 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curve. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. The noise, oversensing, and resulting inappropriate shock observed clinically were confirmed to be caused by the fractured electrode.